Event description:
During a normal device exchange procedure, the right ventricular (rv) and right atrial (ra) leads were unable to be removed from the header of the device. The device header was broken to release the rv and ra leads and was then explanted. A new device was connected to the rv and ra leads and implanted to resolve the event. The patient is stable with no consequences.